Event description:
It was reported that the ilet charger intermittently stopped charging and the cord-to-pad connection was loose, requiring the user to hold the cord in place to achieve charging. Symptoms included no adverse clinical effects. Outcomes included replacement charging supplies shipped to the user. Investigation included review of the complaint description and verification of shipping details for replacement components. Investigation of this case revealed a suspected mechanical connection issue with the charger cable and charging pad leading to intermittent power delivery. It was concluded, based on previously established findings for similar reports, that the cause was a component malfunction related to wear or fit of the charger connection.